Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh (x2) were implanted. It was reported that the patient experienced pelvic, vaginal and leg pain. It was reported that she experienced urinary tract infections and pain during sexual intercourse. No additional information was provided.